Manufacturer narrative:
Motor error alarm during basic occlusion test due to loose/flush drive support disk. Motor passed motor test. Insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error during a bolus delivery. Customer's blood glucose level was high. His actual blood glucose level was not reported. The customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.